Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, pre-mature battery depletion was observed. The device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found. The decrease in longevity estimation was believed to be due to a programmer anomaly.